Manufacturer narrative:
It was subsequently reported that the site do not use medtronic catheters for bpa procedures. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was submitted detailing a study on the "safety and efficacy of balloon pulmonary angioplasty in chronic thromboembolic pulmonary hypertension in the netherlands. 172 patients were included in the study. Medtronic 6f guiding catheter was used during the balloon pulmonary angioplasty (bpa) procedures. Non-medtronic balloons were used during the bpa procedures. Of the 172 patients the following clinical event were reported. 14 suffered mild haemoptysis. 2 suffered pulmonary vascular dissection. 1 suffered pulmonary vascular perforation. In the site that used the medtronic 6f guide catheter, four patients died before their six-month follow-up. 2 died due to metastatic cancer, diagnosed after final bpa. One died due to hip fracture. One died due to right ventricular failure. It is indicated that the death events are not thought to be related to the medtronic device or therapy.